Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: a review of the device history indicated one replace battery alarm with code 128-fb88. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump however the battery cap ¿coin slot¿ on the top was damaged. The pump powered on with the returned battery cap. During testing, the pump current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found in the power circuit. The complaint of a battery life issue was not able to be duplicated during investigation. Unrelated to the complaint, investigation revealed damage to the clip insert on the u-groove on the back of the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.